Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experiencing hyperglycemia. Blood glucose was 450 mg/dl. He gave himself insulin. His blood glucose came down to 266 mg/dl. Customer was received change sensor alert. Whether customer was use auto mode at the time of high blood glucose event was unknown. Insulin pump will be returned for analysis.